Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 05 - attachment: [10-31-2017 otp supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 06/18/2021 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 22

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 12/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to the FDA: 10/26/2017. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date, a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(4). Prolift +m anterior pelvic floor repair ¿ (B)(4). Prolift +m pelvic floor repair ¿ (B)(4). Prolift +m posterior pelvic floor repair ¿ (B)(4). Prolift +m total pelvic floor repair ¿ (B)(4). Prolift anterior pelvic floor repair ¿ (B)(4). Prolift pelvic floor repair ¿ (B)(4). Prolift posterior pelvic floor repair ¿ (B)(4). Prolift total pelvic floor repair ¿ (B)(4). Prosima pelvic floor repair system ¿ (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 concurrently with cystoscopy, anterior colporrhaphy and perineorrhaphy and the mesh was implanted. Following the procedure, the patient experienced mesh exposure. The patient underwent a mesh removal procedure on (B)(6) 2012. No further information is available.

Manufacturer narrative:
Date sent to FDA: 06/25/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 04 - attachment: [10-31-2017 otp supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 03 - attachment: [10-31-2017 otp supplemental 03.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037 reporting period (B)(6) 2017 through (B)(6) 2017 supplemental 01 *includes 58 initial files omitted from (B)(6) 2017 submission: prolift +m anterior pelvic floor repair ¿ 2 prolift +m pelvic floor repair ¿ 4 prolift +m posterior pelvic floor repair ¿ 1 prolift +m total pelvic floor repair ¿ 1 prolift anterior pelvic floor repair ¿ 2 prolift pelvic floor repair ¿ 34 prolift posterior pelvic floor repair ¿ 6 prolift total pelvic floor repair ¿ 3 prosima pelvic floor repair system ¿ 5 - attachment: [(B)(6) 2017 otp supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 02 - attachment: [10-31-2017 otp supplemental 02.xlsx]